Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The company service representative examined the system and confirmed the reported event. The dovetails were tightened and the aberrometer realigned to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Customer handling may have contributed to the reported event. However, with the information provided, this is unable to be determined conclusively. The root cause of the reported event could be attributed to a loose dovetail. How or when the dovetail became loose was unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a loose dovetail on the aberrometer. Additional information received stated there was no patient harm or unexpected outcomes.